Event description:
Customer reported that pump battery depleted by 50% over a short period, resulting in a pump shutdown. This issue occurred twice, once approximately two weeks ago, and again on (B)(6) 2025. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Customer was able to load a cartridge and resume insulin deliveries after each event.